Event description:
It was reported via medwatch (B)(4) that a catheter issue occurred. The target lesion was located in the mid left anterior descending artery. After a non-boston scientific stent was placed, the opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter became stuck in the stent and when the physician attempted to remove the catheter, it would not pull back without pulling the stent as well. The physician was unable to free the catheter from the stent after 90 minutes, so the patient was then sent to the operating room to surgically remove the cath lab equipment.